Event description:
It was reported that a pt was experiencing pain at the generator implant site during device stimulation. The physician injected area with botox which resolved the patient's pain. Good faith attempts to obtain pt and product info have been unsuccessful to date.